Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to report any recurrence of the malfunction code.